Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas regarding a pump issue. The patient was reportedly experiencing elevated blood glucose levels of 265 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. The reporter stated that the basal rates were raised and felt ¿disgruntled¿ with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.